Event description:
Customer reported, intermittent problems with the left monitor during cases. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fuse holder assembly and its cover. System operates as intended.